Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. (B)(4) was initiated on 03/02/2018 to evaluate this issue. An investigation of complaints related to lpi handle - broken non-functional, specifically related to cracks/breakage for the plastic handle. The lpi handle consists of a metal strike plate, metal end piece which engages with mating instruments and implants, and a plastic central handle. The metal end pieces are assembled to the plastic handle via thermal assembly which involves heating the metal and pressing the hot metal pieces into the handle. The metal pieces have cylindrical bosses which feature a press -fit with a female hole on the plastic handle. The lpi handle assembles with two end pieces for use three times during the surgical procedure: 1) impaction of the femoral trial 2) impaction of the tibial tray implant and 3) impaction of the femoral implant. Available devices from previously reported complaints were evaluated. Complaint devices appeared to have similar failure modes, and either were cracked or fractured. Cracks were consistent with starting inside the plastic handle at the base of one of the two metal attachment features and spreading outward. Cracks were either linear, along the handle axis or horizontal, nearly in line with the origin. The review of the lpi impactor handles (213-65-00) cited in complaints for broken or cracked handles showed a consistent failure mode. A review of the device order history did not show a trend in those lots with complaint devices, nor did a review of design changes show changes made to the design which could contribute to the complaint. Based on the investigation, the most likely cause of the reported events is related to high impaction forces required during implant surgery. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. The handle broke during impaction. An investigation was conducted; the most likely cause of the reported event is related to high impaction forces required during implant surgery. Information was not provided for: pt. Info.

Event description:
It was reported from ous that during a surgical procedure the instrument broke upon impact of the femur. No pieces of the device fell into the surgical site. There was no delay of surgery or injury/clinical consequences to the patient. It was reported that "the patient is fine". The agent was present at the time of surgery. No additional information was provided by the contacts related to this event.